Event description:
It was reported that during the implant procedure, the helix would not redeploy after repositioning. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead was received with the helix fully extended and the distal conductor distorted within the connector. There was a deformation/fracture in the 5 cm proximal section of the inner coil and extension problems noted.